Event description:
Using the lifestream bloodlines for dialysis treatments: on 12/8/98 facility had 3 occurrances where the venous chamber started leaking at the seam at the top. On 12/10/98, facility had 5 more incidents. All incidents involved minimal blood loss, except for one that wasn't noticed immedidately. On 12/11/98 there were 2 more incidents with minimal blood loss.